Event description:
It wa reported that during placement by the anesthesiologist, the spring wire guide (swg) was advanced through the needle and the catheter was advanced into the patient. At which time, the clinician attempted to remove the swg/needle assembly and the hub became detached from the catheter body. They applied pressure and performed a cut down; the catheter piece was removed with forceps. The physician then placed a 20 gauge radial artery catheter successfully. There was a delay in treatment. There was no patient death and no patient complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional becomes available.